Manufacturer narrative:
Added conclusion code 4315.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. Post deployment of the trunk ipsilateral leg component it was noted that proximal trunk unintentionally covered approximately 50 percent of the right renal artery. No corrective techniques were performed as blood flow to the right renal artery was reported to have been good. The patient tolerated the procedure.